Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that without three dimensional (3d) glasses, at a distance of 30 mm, there was no horizontal image overlap and no vertical displacement and with three dimensional (3d) glasses, the image was free from distortion or blurring, and colors were accurately reproduced. There were no differences in color or brightness between the left and right eyes. There was no patient involvement.